Event description:
It was reported that: while lifting a pt from bed over to a wheelchair the cna turned valve and nothing happened, continued turning (spinning) when the valve stem shot out with oil. Pt dropped, caregiver managed to guide the pt safety down; pt was not injured. Ball-bearing was found in hallway; conclusion: with the valve stem removed from the hydraulic jack descent could become immediate and could result in injury. Complete evaluation will be done upon return of this unit in ? Ra# 15344 was issued.